Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain"), fatigue ("fatigue"), nausea ("nausea"), back pain ("back pain"), the second episode of arthralgia ("hip pain"), dizziness ("dizziness") and depression ("depression"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, nausea, back pain, the last episode of arthralgia, dizziness and depression outcome was unknown. The reporter considered back pain, depression, dizziness, fatigue, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain"), fatigue ("fatigue"), nausea ("nausea"), back pain ("back pain"), the second episode of arthralgia ("hip pain"), dizziness ("dizziness") and depression ("depression"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, nausea, back pain, the last episode of arthralgia, dizziness and depression outcome was unknown. The reporter considered back pain, depression, dizziness, fatigue, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included alzheimer's disease, seizures, parity 4, dysplasia, sexually transmitted disease nos, stroke, oral contraceptive, protein c deficiency, dysuria, schizophrenia, penicillin allergy, allergy to antibiotic, rubber sensitivity, chest pain, libido decreased, memory loss, shortness of breath and blood in stool. Previously administered products included for an unreported indication: mirena from 2008 to 2013, yaz and yasmin. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin and gabapentin (neurontin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bacterial vulvovaginitis ("bacterial vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), urticaria ("hives"), pruritus ("itching / itchy scalp"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), pain in extremity ("hand and feet pain") and bladder disorder ("bladder disorder"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced depression ("depression"), anxiety ("anxiety"), bipolar disorder ("bipolar disorder"), alopecia ("hair loss") and post-traumatic stress disorder ("post traumatic stress disorder"). On an unknown date, the patient experienced arthralgia ("joint pain / hip pain"), nausea ("nausea"), dizziness ("dizziness"), rash ("allergic or hypersensitivity reaction type- rashes"), urinary tract infection ("urinary tract infection"), weight fluctuation ("weight gain/weight loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the arthralgia, depression, fatigue, nausea, dizziness, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, anxiety, bipolar disorder, fibromyalgia, dysmenorrhoea, dyspareunia, migraine, urticaria, pruritus, vaginal discharge, weight fluctuation, urinary tract disorder, allergy to metals, headache, pain in extremity, post-traumatic stress disorder and bladder disorder outcome was unknown and the rash had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, bipolar disorder, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, pruritus, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, pelvic pain, joint pain, abdominal pain, back pain, weight loss, fibromyalgia, hives, bipolar disorder, fatigue and dizziness most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia),allergic or hypersensitivity reaction- rashes, urinary tract infection, bacterial vaginitis, anxiety, bipolar disorder, fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines / headaches, hives, itching / itchy scalp, vaginal discharge, weight gain/weight loss, nickel allergy, headache, hand and feet pain, post traumatic stress disorder, bladder disorder, urinary tract disorder, she did not undergo essure confirmation test were added. Reporter and patient demography was added. Medical history, lot number and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included alzheimer's disease, seizures, parity 4, dysplasia, sexually transmitted disease, stroke, oral contraceptive, protein c deficiency, dysuria, schizophrenia, penicillin allergy, allergy to antibiotic, rubber sensitivity, chest pain, libido decreased, memory loss, shortness of breath and blood in stool. Previously administered products included for an unreported indication: mirena from 2008 to 2013, yaz and yasmin. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin and gabapentin (neurontin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bacterial vulvovaginitis ("bacterial vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), urticaria ("hives"), pruritus ("itching / itchy scalp"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), pain in extremity ("hand and feet pain") and bladder disorder ("bladder disorder"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced depression ("depression"), anxiety ("anxiety"), bipolar disorder ("bipolar disorder"), alopecia ("hair loss") and post-traumatic stress disorder ("post traumatic stress disorder"). On an unknown date, the patient experienced arthralgia ("joint pain / hip pain"), nausea ("nausea"), dizziness ("dizziness"), dermatitis allergic ("allergic or hypersensitivity reaction type- rashes"), urinary tract infection ("urinary tract infection"), weight fluctuation ("weight gain/weight loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the arthralgia, depression, fatigue, nausea, dizziness, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, anxiety, bipolar disorder, fibromyalgia, dysmenorrhoea, dyspareunia, migraine, urticaria, pruritus, vaginal discharge, weight fluctuation, urinary tract disorder, allergy to metals, headache, pain in extremity, post-traumatic stress disorder and bladder disorder outcome was unknown and the dermatitis allergic had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, bipolar disorder, bladder disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, pruritus, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, pelvic pain, joint pain, abdominal pain, back pain, weight loss, fibromyalgia, hives, bipolar disorder, fatigue and dizziness lot number: a69942, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included alzheimer's disease, seizures, parity 4, dysplasia, sexually transmitted disease, stroke, oral contraceptive, protein c deficiency, dysuria, schizophrenia, penicillin allergy, allergy to antibiotic, rubber sensitivity, chest pain, libido decreased, memory loss, shortness of breath and blood in stool. Previously administered products included for an unreported indication: mirena from 2008 to 2013, yaz and yasmin. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin and gabapentin (neurontin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), urinary tract disorder ("urinary tract disorder"), headache ("headache"), pain in extremity ("hand and feet pain") and bladder disorder ("bladder disorder"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea"), urticaria ("hives"), pruritus ("itching / itchy scalp") and weight fluctuation ("weight gain/weight loss"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and post-traumatic stress disorder ("post traumatic stress disorder"). On an unknown date, the patient experienced arthralgia ("joint pain / hip pain"), dizziness ("dizziness"), dermatitis allergic ("allergic or hypersensitivity reaction type- rashes"), urinary tract infection ("urinary tract infection"), the first episode of allergy to metals ("nickel allergy") and the second episode of allergy to metals ("allergic or hypersensitivity reaction ¿ nickel"). The patient was treated with aripiprazole (abilify), caffeine;paracetamol (excedrin), ibuprofen, metronidazole (flagyl), sumatriptan and surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fibromyalgia was resolving, the arthralgia, dizziness, back pain, bacterial vulvovaginitis, bipolar disorder, urticaria, urinary tract disorder, headache, pain in extremity, post-traumatic stress disorder, bladder disorder and the last episode of allergy to metals outcome was unknown and the depression, fatigue, nausea, vaginal haemorrhage, menorrhagia, dermatitis allergic, urinary tract infection, anxiety, dysmenorrhoea, dyspareunia, alopecia, migraine, pruritus, vaginal discharge, weight fluctuation and bacterial vaginosis had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, bipolar disorder, bladder disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, pruritus, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, pelvic pain, joint pain, abdominal pain, back pain, weight loss, fibromyalgia, hives, bipolar disorder, fatigue and dizziness lot number: a69942 manufacture date: 2012-11 expiration date: 2015-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. New events bacterial vaginosis, allergic or hypersensitivity reaction: nickel was added. Onset date of event was updated. Updated outcome of events itching / itchy scalp, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, dyspareunia, fatigue, weight fluctuation, hair loss, urinary tract infection, migraine, nausea, anxiety, depression, vaginal discharge from unknown to recovered / resolved, fibromyalgia from unknown to recovering / resolving. Treatment drugs, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.